Manufacturer narrative:
Analysis and results: there are previous complaints of this code-batch regarding the same issue (needle missing/needle detachment). (B)(4). We have received 16 open and unused samples with the needle detached from the thread and the thread still wound on the pack. Samples received have been visually analyzed and the thread shows that the needle was attached to the thread but detached. We assume that the thread escaped from the needle, probably caused by a too low strength applied in the manufacturing process to attach the thread to the needle. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future

Manufacturer narrative:
K011375. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with monosyn violet suture. The client reported that when opening the package was found that there was no needle. The event occurred prior to use, there is no patient involvement.